Event description:
(B)(4). It was reported that post a coronary stenting treatment procedure, the patient experienced chest pain. In (B)(6) 2010, the patient presented with chest pressure. The patient was subsequently diagnosed with unstable angina (braunwald classification: ib) and q-wave st elevation myocardial infarction (killip classification: I). Cardiac catheterization was recommended. The de novo target lesion 1 was located in the proximal left anterior descending (lad). The lesion was 100% stenosed, 3.0mm in diameter and 12mm long. The lesion was treated with predilation and placement of a 3.0x16mm taxus liberte stent. Residual stenosis was 0%. The patient developed chest pain post index procedure which was treated with IV nitroglycerine and morphine.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).